Manufacturer narrative:
Date of initial report: 10/02/2009. The jaws of the incident sample were locked shut when received and had to be pried open. The jaws opened and closed normally. The knife did not extend or retract when the trigger was activated due to tissue in the webbing. The knife was inspected and revealed the webbing was not bent. Covidien lp (formerly valleylab) provides an online bulletin to inform customers on how to avoid tissue buildup that can lead to sticking. This bulletin reiterates info provided in the IFU which states that if the jaws are not cleaned as instructed, eschar can build up and cause the jaws to stick to the sealed tissue. This can lead to difficulty in opening and closing the device.

Event description:
The customer reported that on the last sealing attempt of a laparoscopic hysterectomy, the instrument did not open. The device was pulled off of tissue with no bleeding, but the surgery converted to open at that point as the surgeon did not want to open a new device to complete the procedure.